Event description:
It was reported that the rvc and svc impedances have been fluctuating greatly ranging from 60 ohms to 200 ohms. It was also reported that the rvc and svc impedances on the lead were greater than 200 ohms, which triggered a patient alert. It was later reported that the patient's lead needed to be removed due to infection. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the rv and svc impedances have been fluctuating greatly ranging from 60 ohms to 200 ohms. It was also reported that the rv and svc impedances on the lead were greater than 200 ohms, which triggered a patient alert. The lead is still in use. No patient complications have been reported as a result of this event. On (B)(6) 2010, it was later reported that the patient's entire system needed to be removed due to infection. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular and svc impedances have been fluctuating greatly ranging from 60 ohms to 200 ohms. It was also reported that the right ventricular and svc impedances on the lead were greater than 200 ohms, which triggered a patient alert. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the outer tubing overlay and in/on the helix/lobe mechanism, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, and there was apparent explant damage.